Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapy. On (B)(6) 2011, the patient started treatment with dianeal pd2 ultrabag, (dose and frequency were not reported); intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the peritonitis. On (B)(6) 2011, the patient began remedial therapy with vancomycin (2gm, loading dose, ip), vancomycin (50mg, daily, ip) and fortum (500mg, loading dose, ip). It was not reported if the dianeal therapy was ongoing. The extraneal viaflex was ongoing. It was unknown if the peritonitis resolved. No concomitant medications were reported. The reporter believed that the peritonitis was not related to the dianeal or extraneal therapies